Manufacturer narrative:
Combination product: yes.

Event description:
T-wave oversensing coupled with some events on recording that appear to be lead noise were reported. Advised to bring patient in for full follow up with isometric testing. Other trends appear normal. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. (B)(6) 2026 lead capped. Additional information, possible insulation breach. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.